Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate therapy due to oversensing and noise. The lead further exhibited increased counts to the sensing integrity counter (sic). The lead is confirmed to have fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.